Manufacturer narrative:
Block b3: approximation, the patient fell between (B)(6), 2026. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7140679, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4). The devices remain implanted in the patient; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that failure or malfunction of any part of the device, including but not limited to: battery leakage, battery failure, lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement, weakness, muscle spasms, shaking, restlessness, or problems with movement, implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery, gait difficulty (trouble walking) and falls, and loss of adequate stimulation are a known risks with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a fall after the dbs implant procedure but prior to initial programming and first activation of the device. The fall caused the implantable pulse generator (ipg) to flip upside down in the pocket, resulting in the inability to charge the ipg. The physician was able to manually manipulate the ipg to flip back to place, and charging functionality has since been restored. Additionally, due to the fall, the patient underwent a magnetic resonance imaging (MRI) scan to assess the hip. Prior to the visit, the patient had reported concerns regarding balance and gait. Following programming, the patient demonstrated significant improvement in tremors and spiral testing during examination. The device will not be returned to boston scientific for analysis as it remains implanted in the patient.